Event description:
It was reported that when the patient presented in clinic for normal follow up, the lead was diagnostically imaged prophylactically. Externalized conductors were observed. Fracture was also noted. No electrical anomalies were detected. The lead was capped and replaced.